Event description:
It was reported that the customer was hospitalized for 11 days due to diabetic ketoacidosis and clostridium difficile.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.